Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test two of two attempts. No arcing was observed. The instrument was fully functional.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted customer and reported problem was caused by an defective synchroseal-instrument. Defective instrument was replaced by the customer. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, synchroseal sparked when activated inside patient. Intuitive technical support engineer (tse) checked logs but found nothing relevant. No other synchroseal has been tested. The procedure was completed as planned with no reported injury.